Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device the customer reported condition was confirmed, device failed to cycle. Problem source is unknown. Manufacturing DHR not relevant to the investigation due to the age of the device.

Event description:
Information was received indicating that a smiths medical pneupac® parapac® ventilator stopped working when the patient was in magnetic resonance imaging (MRI). It was reported that the alarm did not sound "low pressure alarm" at the time it stopped. There were no reported adverse effects.